Event description:
It was reported that the patient presented remotely via merlin.net, and it was noted that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing therapy. The device reprogramming was discussed but has not yet been performed. The patient was reported in the good condition.